Event description:
During placement of biopsy needle, 13g parallax, in the left t8 pedicle, it was found difficult to insert. The decision was made to remove it and try a larger needle. On withdrawal, it was noted that approximatley 8 cm of the cannula was retained in the pt. It was removed surgically by md.